Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made for the customer to monitor their bg and contact tandem technical support (cts) or their healthcare provider if the customer experiences any further issues.